Event description:
Reference number (B)(4). Event occurred in slovenia it was reported that patient's infusion set fell off on (B)(6) 2026 after four days of use. The site of insertion was gluteal area. No further information available.